Manufacturer narrative:
Evaluation: description of incoming product condition - the shunt system was received dry (not submersed in liquid as suggested). Visual inspection - a deformation of the outer housing of the progav valve was observed through the visual inspection. In addition, deposits to the inlet side of the ventricular catheter and a hole in the catheter between the reservoir and the progav valve were detected. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0695 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test - a permeability test has indicated that the shunt assistant has a blockage and the other components (progav, ventricular catheter, distal catheter, reservoir) are permeable. Adjustment test - the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test - the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results - finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted 4 years ago. Postoperatively, one month ago, it was noted that no cerebrospinal fluid (csf) flowed out from the abdominal cavity. The valve was removed on an unspecified date. Additional information was not provided.